Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The other lot number is unknown. Neither device was returned for evaluation. Images and medical records were provided and reviewed. Approximately six months later, the filter was noted to be tilted along the long axis of the inferior vena cava. Multiple attempts were made to retrieve the filter with the g2 recovery device which was unsuccessful. Per medical records, multiple attempts were made to engage the apex of the filter using retrieval device but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. Medical records were provided and reviewed. Approximately two years from post deployment, x-ray spine was taken due to low back pain which showed mild spondylotic changes present in the lumbar spine with marginal osteophyte formation and ivc filter is seen in place at the l3-l4 level, which is moderately tilted. Following month, the patient admitted for filter removal. Multiple attempts were made to retrieve the filter which all were unsuccessful. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly tilted and was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown. This information was received from one source. The age of the two female patients ranged from 28 to 48 years. One patient weighed (B)(6), the weight for the other patient was not provided.